Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6 )2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within one week post-implant, the patient presented with severe left-sided pleuritic chest pain, which worsened with forced ventricular pacing during device interrogation. A chest CT (computerized tomography) scan was performed to rule out pulmonary embolism, whereupon a lead perforation was noted. The rv (right ventricular) lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.